Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing labels was observed. Additionally, two (2) retained sample packs were retrieved from bd inventory and evaluated by visual examination and the issue of missing labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced no label or missing label information. This event occurred with 2 boxes. The following information was provided by the initial reporter. The customer stated: while doing labelling, we found 2 box of 367957 (lot no. 2084349 exp. 30.09.2023) with no bd label.